Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to t-wave oversensing (twos). A follow up with the patient's healthcare provider yielded that the lead was reprogrammed and continues to be monitored. The lead remains in use. No further patient complications have been reported as a result of this event.